Event description:
It was reported that the 9800 system intermittently would not x-ray during a case. The 9800 system had to be removed and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The board was replaced during the service call. The system was found to be working as intended and put back into service.